Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Male patient reported experiencing foreign body sensation and red eye two or three times after he started using a new unit of consept onestep. He saw an ophthalmologist and received 2 eye drops: fluorometholone and alesion. The doctor did not provide a cause for the patient's symptoms. At the time of calling, the symptoms were not relieved. He reported tablet did not bubble as usual. He opened the unit of consept onestep on (B)(6) 2016. He has used consept onestep before, but has never had such symptoms. Patient returned 2 bottles with 2 different lot numbers. Therefore, 2 mdrs will be filed. This MDR represents the second bottle lot number zb06538. Neutralizing tablets are used in conjunction with the solution, and a separate MDR will be filed for the tablets.

Manufacturer narrative:
Corrected data: in the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. (B)(4). Device evaluation: product testing was performed. Both retained and returned product were tested, all results were within specifications. Product failure was not confirmed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material records, or related process/material changes. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.